Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports (same patient, same product, same incident, different product serial number). The patient was being monitored in the neonatal intensive care unit (nicu) on (B)(6) 2013 and the cam02 (inter-cranial pressure and temperature monitor) was working properly. At some point before 6:00 pm on (B)(6) 2013, the unit would flash and turn yellow appropriately but it would not alarm. It also would not alarm when powered on. The monitor was switched but same issue occurred with another cam02. To troubleshoot, the customer tried the following: powered on/off, held power button until powered down, removed battery, disconnected/reconnected red power cable from back of cam02, disconnected/reconnected power from wall outlet, set alarm below patients current intracranial pressure (icp), alarm would flash yellow and blink but would not sound. Additional information has been requested but no new information has been received to date.